Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. As received, a device was returned for analysis. Device image analysis and longevity assessment did not identify any anomalies.

Event description:
New information notes that the device was explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was suspected that the device exhibited premature battery depletion. No intervention was performed. The patient had no consequences.